Manufacturer narrative:
Subject: qv otc consumer inquired about interference from blood on swab--tss provided information. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc consumer inquired about interference from blood on swab--tss provided information.